Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. Reported event of snare wire sparked. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02291, manufacturer report # 3005099803-2014-02292 and manufacturer report # 3005099803-2014-02293 for the associated device information. It was reported to boston scientific corporation that three captivator extra large round snares were used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the user extended the first snare only partially and applied current when sparks were seen coming from the distal end of the snare wire. The same failure occurred with the other two snare devices. The user suspected the issue occurred due to the generator, but could not confirm. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.